Manufacturer narrative:
(B)(4). The lot number and device expiration date are not available. Patient identifier, date of birth/age, and weight are unknown. Date of post-operative migration is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a revision procedure at c4-c5 on (B)(6) 2015 in order to have a prodisc-c implant device removed. The superior endplate seemed to have subsided into c4 and had become misaligned. The patient was revised to a fusion with a vectra-t and an anterior cervical interbody spacer [acis] device. There was no report of surgical delay during the revision, which was completed successfully. The patient had undergone the primary total disc replacement procedure, with the placement of a prodisc-c implant, on (B)(6) 2015. An intra-operative x-ray from the initial procedure ((B)(6) 2015) and a pre-operative x-ray from the revision procedure ((B)(6) 2015) were received and reviewed by a depuy synthes medical director with results as follows: "assuming [that] the first image was the one taken prior to the revision surgery, the superior endplate of the prodisc-c is in the flexion position with its anterior edge touching or near touching the anterior edge of the inferior endplate. However, the superior artificial endplate is still parallel to the c4 endplate. Assuming [that] the second image is the one taken on the date of first surgery (because this image represents a fluro during the surgery), the two endplates are parallel and expended by the vertebral distractor. Subsidence cannot be confirmed by reading these two images." This report is 1 of 1 for (B)(4).